Manufacturer narrative:
The service technician found no issue with the bed. The technician replaced the beads and added extra beads to increase the pt's comfort. The pt's wife stated that she was with the pt's nurse who reported that the wound was a stage 3 and it was initially fluffy. To treat this, the medical practitioner had the pt apply vasolex with foam dressing once a day. The pt's wife stated the wound is healing very well and they are happy with the bed.

Event description:
The pt's wife complained that he is getting a new bed sore lying on the bed and the bed needs to be checked.